Event description:
A nurse called to report that the customer is pregnant and has been experiencing skin irritation, bumps and signs of infection due to the sensor. The nurse stated that the irritation is directly at the insertion site, and when the sensor is removed, the customer feels immediate relief. No blood at the site is noted, but there is discharge when the sensor is removed. It was stated that the customer does not use any creams for the irritation. It was also stated that the bumps scab over after a day of use, and appear to be healing. Advised to have the customer speak with her hcp if irritation continues.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.